Manufacturer narrative:
The patient medical history consisted of stroke (details unknown). Angiography showed an unruptured saccular aneurysm neck was 8.5mm, and the neck to sac ratio was 8.5mm: 8.9mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.4mm. Mrs before the procedure was 0, 1 week after the procedure was 1, and one month after the procedure was 0. The act was 176 seconds pre anticoagulation and 314 seconds post anticoagulation. The occlusion rate of aneurysm was 95% after the procedure. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2009, clopidogrel sulfate 75mg/day: (B)(6) 2011. Heparin 6000u was administered intra-procedurally. Prior to implanting the vrd, shuttle sheath/cook, 606-s252fx, chikai/asahi intec were utilized. Other devices utilized during the procedure were, excelsior sl-10/stryker, echelon 10/ev3, radifocus gt/terumo (total2), v-track/terumo (total 6), gdc/bs (total 5), ed/kaneka (total 14), 640cx0406 (total 2), 637cf0510. However, lot numbers are all unknown. No further information is available and procedural images are not available. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization assisted with and enterprise vrd (enc452812/01427228) of a left posterior communicating artery, and 20 hours after the procedure an MRI revealed the cerebral infarction due to enterprise vrd thrombosis in left parietal region. The patient also developed a diplegia of right upper limb resulting from the cerebral infarction. Edaravone was administered and the patient underwent rehabilitation. The outcome of the events were all "ongoing, improved." The relationship of the cerebral infarction and diplegia of upper limb to the procedure was unrelated, whereas to the device was highly probable. No product malfunctions were noted. Also, during the procedure, the patient had a hematoma in the right groin puncture site. This was treated by angiopressure. There were no complications during the procedure that may have contributed to the event, and the enterprise stent was fully expanded, apposed to the vessel wall and in a stable position. The relationship of the hematoma to the procedure was unrelated and to the device was also unrelated.

Manufacturer narrative:
(B)(4) lot number 01427228 which is (B)(4) lot number 01427228. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427228. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical 's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from the (B)(6) post market clinical study indicated that 20 hours after the enterprise vrd ((B)(4)/01427228) assisted coiling of a left posterior communicating artery, an MRI revealed cerebral infarction due to enterprise vrd thrombosis in left parietal region. The patient also developed a diplegia of right upper limb resulting from the cerebral infarction. Edaravone was administered and the patient underwent rehabilitation. The outcome of the events were all "ongoing, improved". It was reported that the relationship of the cerebral infarction and diplegia of upper limb to the procedure was unrelated, and relationship to the device was highly probable. No product malfunctions were noted. The patient medical history consisted of stroke (details unknown). The unruptured saccular aneurysm neck was 8.5mm, and the neck to sac ratio was 8.5mm: 8.9mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.4mm. The (B)(6) score before the procedure was 0, 1 week after the procedure was 1, and one month after the procedure was 0. The act was 176 seconds pre anticoagulation and 314 seconds post anticoagulation. A total of 22 embolic coils were used with an occlusion rate of aneurysm was 95% after the procedure. Antiplatelet therapy included aspirin 100mg/day since approximately 18 months pre-procedure and clopidogrel sulfate 75mg/day beginning six days pre-procedure. Heparin 6000u was administered intra-procedurally. No further information is available and procedural images are not available. The device remains implanted and therefore is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01427228. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis and cerebral infarction are known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.